Manufacturer narrative:
Device evaluation: one level 1 hotline low flow system (hl-90) pump was returned for investigation in used condition. The customer reported product problem was confirmed during functional testing. Loud noises were coming from the pump. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported the pump on the level 1 hotline low flow system (hl-90) was noisy. No patient injury or complications were reported in relation to this event.